Event description:
Patient on vascular bed #13988986 for orthopedic procedure. Mushroom added to bed at request of surgical team. In the middle of the procedure the bed lost power. Neither surgical or anesthesia teams were able to move the bed. All plugs were check and replugged in. Equipment technician called to room to assist. Power was not able to be restored to bed. Bed adjustment required to adjust c-arm angle. Surgical team unable to safely continue with procedure without c-arm adjustment. Wound closed and patient safely moved to jackson table.